Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference no. (B)(4). Event occurred in brazil. On (B)(6) 2024, patients aunt claimed that the sticker on the cannula was not holding. She has changed 4 cannulas because after application they came off within few hours of use. No further information available.